Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 ventilator is alarming patient circuit occluded when it was turned on. The customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacture's technical support (ts) referred customer to page 6-31 in the service manual and recommended swapping parts to see which one was malfunctioning. Ts also provided customer part number and price for the motor controller board. Resolution and disposition: through follow-ups, customer indicated that this unit has been repaired and is in service. A motor controller board was replaced to address the reported issue. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.